Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: gap from insulation and tip of shaft. Confirmed failure: gap between insulation and tip of shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life, (B)(4).

Event description:
It was reported that the insulation had been compromised.